Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2011 and mesh was used. Following the procedure, the patient has experienced vaginal discharge since (B)(6) 2011. Mesh erosion of the anterior vaginal wall was found upon medical exam on (B)(6) 2014. No other information is available at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.